Manufacturer narrative:
(B)(4). Retainer ring: black on (B)(6) 2021 customer alleged pump has cosmetic damage(crack around battery compartment). P-cap / reservoir locks properly into place. The following were noted duing visual inspection: scratched case, cracked case near the corner of belt clip rails, and cracked case on the battery tube side. Pump¿s history and trace files downloaded successfully using crest and thus software. Unit received with critical pump error (open book image) alarm after battery installation. Unit received with corroded electronic assemblies and corroded motor home switch. Unit unable to perform displacement test, rewind, prime/seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test due to critical pump error (open book image) alarm. In summary, customer allegation for cosmetic damage(crack around battery compartment) was confirmed during visual inspection where case on the battery tube side was noted. In addition, unit received with critical pump error (open book image) alarm after battery installation and pump error confirmed in the pump history files on (B)(6) 2021 at 10:27am due to moisture damage to force sensor. In addition, bootloader traces confirmed critical pump error(open book image) alarm occurrence. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had crack around the battery compartment. The insulin pump had cosmetic damage. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.